Event description:
It was reported that undersensing, inappropriate pacing and loss of capture was present on this right ventricular (rv) lead. No capture was present at 7.5 v. A chest x-ray was performed, and the lead was noted to have dislodged and cause an apical perforation. A revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported.